Event description:
It was reported that during a procedure for a right intracranial middle cerebral artery aneurysm, the physician delivered the subject stent through the microcatheter. The physician withdrew the microcatheter and the subject stent to the proximal end of the aneurysm. The withdrawal resulted in the subject stent deploying and remaining inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received in a deployed condition along with a microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. Dried blood was present on the stent. The stent was deformed at the distal end. The microcatheter was flushed, blood was present. All three marker bands were present at both ends of the stent. The sdw was kinked/bent at the distal tip. The introducer sheath was noted to be intact. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event 'stent deployed prematurely during use' was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'while attempting to advance the stent to the distal end of the microcatheter for deployment, significant resistance was encountered. The physician withdrew the microcatheter and stent together to the proximal end of the aneurysm, after which the stent could not be advanced again and deployed within the microcatheter during withdrawal.' Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was described as 'moderately tortuous'. The stent was received in a deployed condition along with a microcatheter. Dried blood was present on the stent. The stent was deformed at the distal end. The microcatheter was flushed and blood was present. All three marker bands were present at both ends of the stent. The sdw was kinked/bent at the distal tip. Based on the event description, it is likely that there were some unknown procedural factor(s) resulted in the user experiencing difficulties while attempting to advance the stent through the distal part of the microcatheter. Upon realizing this (through increased resistance), the user attempted to withdraw the stent. During this action, as the stent reached the proximal end of the microcatheter, it naturally began to open/deploy as it exited the lumen and entered the microcatheter hub. The distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) then slipped through the stent, leaving the stent partially deployed inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported event 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' as well as the analysed event ¿stent deployed prematurely during use¿, ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a procedure for a right intracranial middle cerebral artery aneurysm, the physician delivered the subject stent through the microcatheter. The physician withdrew the microcatheter and the subject stent to the proximal end of the aneurysm. The withdrawal resulted in the subject stent deploying and remaining inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.